Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional contact information: (B)(6).

Event description:
An event occurred on an unspecified date involved a safeset¿ 24 inch arterial pressure tubing, safeset reservoir and blood sampling port reported that the arterial line safeset became disconnected at the blood sampling port. Nurse was touching line when it happened but not pulling on it. There was patient involvement and no reported patient harm.

Manufacturer narrative:
The reported complaint of separation was confirmed. No product samples, videos were returned for investigation. However, an image was provided by the customer showing the pressure tubing separation from the safeset port. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.